Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level on (B)(6) 2018. The customer's blood glucose level was 441 mg/dl at the time of the incident. The customer's current blood glucose level was 138 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting. The customer was wearing insulin pump at the time of the hospitalization. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit was tested with a water fill test reservoir and no bubbles were noted. The low reservoir alarm feature working properly. Unit received with minor scratched display window, case and keypad overlay. Unit received with minor scratched display window, case and keypad overlay.